Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11:00am, the patient reported testing her blood glucose on her lfs meter and obtained a result of "244 mg/dl," the patient then tested on her true test back up meter and obtained a result of "53 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported using insulin pump therapy (unknown type and dose) to manage her diabetes. The patient reported making no changes to her usual diabetes management routine in response to the alleged issue. The patient reported 15 minutes after the alleged issue began; she developed symptoms of "shakiness, confusion, sick to stomach and had a migraine headache." At about 11:20-11:30am, the patient reported treating herself with glucose tablets or glucose gel. It is unknown if the patient tested her blood glucose after the treatment or if her symptoms were relieved. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca noted that the patient's testing process was correct, and she was using the approved sample site for obtaining a blood sample. However, a control solution test was not run due to the patient not having control solution available. This complaint is being reported because the patient tested on her lfs meter and obtained an alleged inaccurately high result, and developed symptoms suggestive of severe hypoglycemia after the issue began. In addition, the patient performed a meter to another meter comparison where that calculated difference of the reported results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.